Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced issues with the device, specifically that it seemed fully charged but had little power to the implant of the battery. The patient was unable to feel the stimulation, although there was a slight tingling sensation from the foot up to the start of the hip/buttock. The stimulation did not reach the back of the patient. Troubleshooting steps included unlocking the controller, which showed 100% charge and 80% implant power, and adjusting therapy in groups a, b, and c. Despite these efforts, the issue was not resolved, and the patient was redirected to their healthcare provider for further assistance.